Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg is protruding as it is tilted in the pocket and the charger is unable to communicate with the ipg. The physician revised the pocket on (B)(6) 2015, which resolved the patient's issues.